Event description:
It was reported during remote transmission, the patient's atrial lead exhibited noise. Noise reversion episodes were noted. No intervention was performed. The patient's status was unknown.